Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak caused by a broken flow sensor the flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit lost the ability to ventilate during a case. The patient was switched to a ambulatory bag to complete the case. There was no report of patient injury.